Event description:
It was reported that the right ventricular lead exhibited intermittent loss of sensing during implant. The patient experienced phrenic nerve stimulation. The lead was not used and replaced.